Event description:
Implantable cardioverter defibrillator (ICD) could not be interrogated. The device has been implanted for approximately one week. The software was manually loaded into the programmer and interrogation was still not successful. The patient was then sent home. The device will be checked again in a few weeks.